Event description:
It was reported via repair work order that when the footboard touch screen was engaged the brakes would disengage due to a damaged footboard control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.